Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s therapy was decreasing on its own due to high impedance. Reprogramming did not resolve the issue. X-ray confirmed that the s1 lead migrated. As such, surgical intervention may take place at a later date to address the issue.